Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "reactive node", seroma, and rupture.

Event description:
Healthcare professional reported left side "reactive node", "peripheral liquid", rupture and capsule irregularities. The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified the device was broken shell and red/black particles material on the shell. Unable to confirm if all shell was received. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side "reactive node", "peripheral liquid", rupture and capsule irregularities. The device has been explanted.